Event description:
It was reported that the pt experienced stenosis of a previously implanted acculink stent. The doctor performed a pta to prevent permanent impairment of a body structure.

Event description:
It was reported that during pta of a restenosis in an acculink stent (implanted 2005) one of the pta balloon ruptured and a fragment of the balloon wedged in the opening of the accunet impeding recovery of the net into the recovery catheter. The accunet was retrieved in the or by arteriotomy from the right femoral artery. The balloon ruptured after the second inflation past rated burst pressure. The dr tried to pull back on the balloon but it was difficult to remove. The dr finally pulled back the balloon, however, it separated. The filter could not be pulled in at this point, which separated the dr to perform surgery to retrieve the separated balloon and filter. There was no ruptured pt effect and no additional info is available.

Event description:
It was reported that during pta of a restenosis in an acculink stent (implanted 2/7/05) one of the pta balloons ruptured and a fragment of the balloon wedged in the opening of the accunet impeding recovery of the net into the recovery catheter. The accunet was retrieved in the or by arteriotomy from the right femoral artery. The balloon ruptured after the second inflation past rated burst pressure. The dr tried to pull back on the balloon but it was difficult to remove. The dr finally pulled back the balloon; however, it separated. The filter could not be pulled in at this point, which required the dr to perform surgery to retrieve the separated balloon and filter. There was no reported pt effect and no additional info is available.